Event description:
This is an international report of a leak from the twist clamp found during use. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number.

Manufacturer narrative:
(B)(4). The root cause is undetermined.

Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to damaged was received. Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut/hole 1 5/16? From sleeve in closed position in silicone tubing. No other visual defects were noted. The complaint was confirmed in the lab for leak. The lot number is unknown; therefore a batch review cannot be performed.